Event description:
Reporter alleged the patient received a result over 200 mg/dl on the advantage system compared back to back with a result of around 103 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.